Event description:
The consumer alleged while at the store, she hit a bump and flipped over. The consumer allegedly sustained bruised muscles and bump on her head, and went to the ER.

Manufacturer narrative:
Consumer reportedly hit a bump while at a store resulting in a trip to the ER and sustained bruising along with a bump on their head. No confirmation of alleged injuries has been received. Terrain user was transgressing at the time of the alleged event is unk. Device has been in use since 2005 with no reported incidents.